Manufacturer narrative:
(B)(4). The product was discarded and not returned to the manufacturer for investigation.

Event description:
It was reported that blood pressure began to decrease during pv isolation of right side (after left side) in a chronic atrial fibrillation procedure. Cardiac tamponade was confirmed by echo. Drainage was performed and the blood pressure returned to normal the patient was conscious after the procedure. The prognosis of the patient was satisfactory. The physician commented that the cause of the event is unknown.